Manufacturer narrative:
Reporter's causality: no specified. (B)(4). Addendum for follow-up received apr-11-2008: (B)(4). Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no batch number is available, an investigation has been performed on documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up information received on may-30-2008: the patient reported that she still has nodules and that she massages the treated area regularly since the injections. She reported that she is dissatisfied with the results and will consult with her physician for removal of nodules. Addendum for follow-up information received on nov-25-2008: the patient clarified that she received poly-l-lactic acid in (B)(6) 2007, and that the nodules appeared sometime in (B)(6) 2008. In (B)(6) 2008, the physician gave her oral anti-inflammatory treatment for one week. The next week, he injected an anti-inflammatory drug (nos) into the nodules. She reported that it did no seem that there was a change on the left side of her face, but on the right side, there was ecchymosis and she stated that her cheek seemed deflated (as if she was "punched on her cheek).

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via company sales representative to our local affiliate (B)(4). This case involves a female (B)(6) who received poly-l-lactic acid (sculptra) therapy starting in (B)(6) 2007 for facial wrinkles. Relevant medical history and concomitant medication was not reported. The consumer had injected in 1 session (approximately (B)(6) 2007, lot number nos) for wrinkles throughout her face (quantity or dilution nos). Approximately on (B)(6) 2008, the patient noticed nodules at many of the injection sites. The physician stated he prepared the poly-l-lactic acid 24 hours before using it. He stated she is a diligent massager of the injection areas. The nodules are visible since, she thinks, but there is no discoloration. Event outcome is ongoing.